Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 4 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, adhesion and scar tissue thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence and adhesion as possible complications. Note, the manufacturing date (15-aug-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿the hernia sac was identified and dissected down to its neck. Then a composix kugel mesh (device #1) was placed onto the abdomen using tacks and sutures.¿ (B)(6) 2015 - patient was diagnosed with recurrent incarcerated ventral incisional hernia thereby underwent open repair. Per operative notes, ¿a hernia sac was identified in upper portion of the wound. The hernia sac is separated from its attachments and successfully reduced into the abdominal cavity. The superior portion of the previously placed mesh has detached from the fascia. This small defect was closed by affixing the existing composix kugel mesh (device #1) to the fascia adjacent to it.¿ (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralex st mesh (device #2). Per operative notes, ¿the hernia was to the right of her umbilicus. The hernia sac and scar tissues were excised. There were few omental adhesions to the composix kugel mesh (device #1), and it was cleared. Then a ventralex st mesh (device #2) was placed as in underlay position and underlaid the old composix kugel mesh (device #1) using sutures.¿ attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, ring break, pain, hernia recurrence and emotional injuries.